Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: transforaminal lumbar interbody fusion it was reported that on an unknown date, post-op, the patient complained of increasingly severe pain in his low back with radiating pain into his groin, pain and radiculopathy into his lower extremities, cramping in his legs, and burning and numbness in his feet. It was also reported that the patient complained of difficulty in standing and walking. It was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery (from a transforaminal approach) with the help of rhbmp-2 collagen sponge. It was reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e in the disc space).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar radiculopathy, l4-l5 bilateral, with grade I spondylolisthesis, l4 and l5 and underwent the following procedures: redo posterior spinal fusion with removal of hardware at ls and s1. Placement of hardware and pedicle screws at l4, l5 and s1 bilaterally. Transforaminal lumbar interbody fusion at l4-l5 from the left. Laminectomy at l4 and foraminotomies. Arthrodesis l4-l5, l5-s1. Intraoperative fluoroscopy. Electrophysiologic monitoring in the form of somatosensory-evoked potential electromyogram with electrical stimulation of screws. As per op-notes,¿ the thecal sac was retracted medially and the disk space at l4-l5 was entered using a #11 scalpel. Diskectomy was then performed using pituitary rongeurs as well as curettes. Paddle shavers were then used under fluoroscopy, and the disk space was cleaned out. A 9-mm x 11 x 30-mm zero-degree lordosis cage was then ultimately used, which was pre-packed with an extra-small bone morphogenic protein. The remainder of the extra-small bone morphogenic protein was first packed into the disk space followed by autologous bone, followed by placement of the cage. 70-mm rods were then placed bilaterally, and compression was accomplished between l5 and s1 and l4 and l5.¿ the patient tolerated the procedure well without any intraoperative complications.